Event description:
Single pt event only. The pt entered the cathlab because she had a very strong restenosis at the proximal part of the left coronary artery. The restenosis was inside a "carbostent" implanted 2 years before. The territory irroration was granted by an anterior by-pass surgery. The culprit coronary artery, at the moment of the restenosis, was very calcified, mainly in the proximal part. The physician tried more times to insert the guidewire (gw) inside the coronary artery, in order to try to cross and overpass the restenosis. After trying some times, the gw crossed the lesion, but its distal part remained near the lesion. The physician inserted one stent on the gw, trying to cross the proximal part of the lesion, with some difficulties and repeated pushing. Finally, the stent was positioned and dilated upon the "carbostent". During the post-dilatation with the same delivery balloon of the stent, the gw went back to the proximal part of the coronary artery and the physician could not position it at its initial position, because it was rolled up. The procedure was finished. The recover of the all devices used started, but the gw is touched the balloon tip and did non re-enter on the delivery shaft. The physician tried more times to back the gw, until its distal segment broke. Any recovery effort failed. The physician, in order to solve the problem, decided to put the gw to the vessel intima with a high-pressure balloon, waiting for the endothelialization process to re-cover the short gw segment. The pt left the hosp without any complications and in standard time. The anti-platelet therapy would be prolonged.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.